Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1f508, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that probably a month and a half prior they noticed a change to therapeutic effect. They experienced a little bit of urinary leaking after urinating. They through it was their digestive system because they had previously had zero issues. They got the 'call your doctor' message indicating the ins was dead. They said the rep asked them if they fell or something because they were not able to get a reading from the lead and said it looked like the wire was disconnected. They were scheduled to have the device replaced in march. They noted they had some slight issues with the battery when it first went dead, however they were not having issues anymore and they were considering cancelling the replacement surgery. They were still deciding whether it was still needed. Additional information was received from the rep. They stated they were not aware of any issue with the lead or any impedance issues, just that the ins had reached normal eos and the patient was unsure if they were going to go through with replacement because they had been doing ok symptomatically.